Event description:
On 10/28/93, bilateral silicone gel breast implants were removed. They did not appear to be intact. They were implanted 7/12/83 at another institution. Attempts to obtain records that listed MFR, model and serial number have been unsuccessful.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.